Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that on (B)(6) 2022, a 18mm amplatzer amulet was implanted in the patient. On 45 day follow up, transesophageal echocardiogram (tee) reveled a .36mm leak. On (B)(6) 2024, a computed tomography (CT) was performed to check the leak was grown or shrunk. The patient was reported stable.

Manufacturer narrative:
An event of patient device interaction problem (residual shunt) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from field indicated that during a 45 days follow up echocardiogram, a 0.36mm leak was observed. Also, it determined the leak had grown from the initial follow up imaging of the post implant. The patient was stable. Based on the information received, a cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.